Event description:
It was reported that a luer lock connector got separated from the tubing of a chemo therapy set 4 lead. The nurse was about to connect the bag with the chemotherapy medication when the luer lock became loose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection revealed a separation at the junction of the tubing and luer. The reported condition was verified. The cause was due to a bonding application issue during assembly in the manufacturing process. A CAPA has been opened to address this issue. Also, awareness training has been provided to the appropriate personnel. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.